Event description:
Caller reported experiencing a tandem mobi cartridge alarm twice, with cts being notified only afterward. The customer's blood glucose level exceeded safe limits, indicated by a "high" display, but a specific value was not provided. In response to the elevated glucose level, the customer administered a correction bolus via the pump, did not require incapacitating third-party assistance, and was able to reload the cartridge successfully, resuming insulin therapy. The issue, which occurred during the loading process, was resolved, and the customer had not previously experienced similar alarms with this pump.